Event description:
The customer reported that while in patient use the ventilator gave low pip, low ve, exh circ transducer failure. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
The carefusion failure analysis engineer evaluted the main pcba. Installed in known good unit, powered on in service mode and reported problem was duplicated. Event log shows multiple transducer faults recorded. This issue is addressed in an internal correction.

Manufacturer narrative:
Following the completion of (B)(4), carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.